Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header revealed: damages at the distal ventricular level (hexagonal head of the setscrew, first thread of the terminal block and setscrew); these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or during the lead replacement or when disconnecting the device, i.e. Whether there is a link between these damages and the reported events; because capture problems were still present at the ventricular level after the lead replacement, the most probable hypothesis for the reported behavior is a lead-pacemaker connection issue: the distal ventricular setscrew could have been skewed (cross-threaded) and the wrench clicked normally but the lead tip was not completely tightened; consequently, the electrical continuity has not been ensured between the lead pin and the pacemaker components and high capture failure could have been observed at the ventricular level. Analysis report (B) (4).

Event description:
The pacemaker involved in this MDR report has been implanted one year and a half ago. Six months before the explant, the device showed a progressive increase of ventricular threshold until the ventricular output should be programmed at 7.5v at 1.0msec (with these parameters, the pacing was assured). Nine days before the replacement, the patient has been hospitalized because of several syncope episodes due to pacing problems. The physician was convinced that the cause of this problem was the lead: due to this, he replaced the ventricular electrode, but six days after this implant revision, the device showed the same capture problem. A new implant revision has been performed on (B) (6) 2008: this time, the physician decided to replace the device (that he returned for analysis) solving the problem.